Event description:
A customer reported that the vitrectomy connector was broken, ¿complicating the socket of the probe¿ during a cataract intraocular lens implant procedure. Following a delay of greater than 15 minutes, the procedure was able to be completed with the same equipment and accessories. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).